Event description:
It was reported that a right atrial (ra) lead dislodged and fell in the ventricle. The revision procedure has been scheduled. Lead currently remains in service. No adverse patient effects were reported.